Event description:
The patient's catheter had coiled. The pump and catheter were explanted. It was unknown if the device system was replaced. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).